Event description:
Event reported by attorney. The legal complaint states the following. Patient was diagnosed with pelvic pain, adhesions, urinary frequency, stress urinary incontinence, and cystocele. Patient had t-sling implanted on (B)(6) 2007. The patient claims that on (B)(6) 2012, a portion of a pelvic mesh was removed. We do not have any medical records indicating what pelvic mesh product was removed or what procedure was used at this time. Patient claims bleeding, chronic pain, infection, recurrence of incontinence, recurrent constipation, and painful sexual intercourse, worsening of depression, problems with her boyfriend and emotional distress. No additional information is available at this time.